Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for a moderate amount of escherichia coli in the biopsy and suction channels. The number of colony forming units (cfus) was unspecified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to b3: please see b3 for further information. This report is being supplemented to provide additional information based on the legal manufacturer's (lm), review of the customer cleaning disinfection and sterilization (cds) processes, third-party testing, the device evaluation and lm final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024 sampling from: brushings/washings cfu: unknown (moderate growth) bacterial identification: escherichia coli sampling date: on (B)(6) 2024 sampling from: brushings/washings (air/water) cfu: unknown no growth bacterial identification: n/a. Sampling from: brushings/washings (auxiliary) cfu: unknown no growth bacterial identification: n/a sampling from: brushings/washings (biopsy/suction) cfu: unknown (light growth) bacterial identification: escherichia coli sampling date: on (B)(6) 2024 sampling from: brushings/washings cfu: unknown (light growth) bacterial identification: escherichia coli. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test provided by the user. Therefore, reprocessing may have been conducted insufficiently. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Hence, a root cause could not be conclusively specified. The device was evaluated where no abnormalities were found that could have led to the reported event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who tough them." Olympus will continue to monitor field performance for this device.